Event description:
I received tms, transcranial magnetic stimulation. I completed the full 36 treatments with the brainsway device. I am diagnosed with mdd, ptsd, complicated grief and anxiety. I feel like I've had a lobotomy. I have brain fog, my recall for memory and thoughts is distorted, and I'm flat. I'm not depressed but I'm not happy either, I'm just not better. I had such high hopes for this treatment because I've previously had a full MRI of my brain and it jogged something and for the following 3 weeks, I was the clearest I have ever been. Before or after. I'm just frustrated. FDA safety report ID# (B)(4).